Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the user experienced a blood glucose of 300 mg/dl with confusion associated with a loss of prime issue. Reportedly, the patient remained on the insulin pump and over treated their bg resulting in a low bg. The user then received treatment from emergency medical services; IV glucose, IV fluids and oral carbohydrates, as needed. During troubleshooting with customer technical support, it was revealed that the issue had occurred with multiple cartridges. The user was advised by cts to use a cartridge from another box. This complaint is being reported because the patient allegedly experienced hyperglycemia because of a loss of prime issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08-dec-2017 with the following findings: the cartridge was returned to animas. A visual inspection of the cartridge was performed. No damage or defects were noted. A fill test was completed and the cartridge was cycled and filled successfully with no air bubbles forming inside the cartridge. No difficulties were found filling the cartridge. A cartridge leak test was performed and no leaks were noted from anywhere on the cartridge including the luer connection and the o-rings. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.